Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." Lab analysis of the device found no defect.

Event description:
Healthcare professional reported that while injecting one syringe of juvéderm ultra¿ xc, a problem with the needle occurred. The needle came off and product ¿sprayed.¿ a 32 g needle was used which was thought to be ¿too small.¿ patient contact did occur but there were no injuries.